Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. He over-inserted the barrel of the device and lost hemostasis. He deployed the device anyway and achieved minimal tissue capture. The device was removed, the suture, which remained in the artery, was set aside and a 9 fr. Sheath was inserted. Slight oozing was evident around the 9 fr. Sheath. The cardiologist rewired the artery and inserted a prostar 10 xl fr. Device for arteriotomy closure. The device was successfully deployed. Using the clincher, both the sutures were tied and lowered at the same time. There was insufficient tissue capture and both knots pulled out of the artery. A 10 fr sheath was inserted. The cardiologist tied the suture from the techstar xl 6 fr. Device around the sheath and achieved hemostasis. He inserted a third device, a prostar xl 10 fr. Device to achieve closure. The device was successfully deployed and tissue capture was evident but hemostasis was not achieved. He then inserted a 10 fr. Sheath and tightened the suture knots, however oozing was detected around the sheath. He slipped a tamper over the sutures and the pt was taken to surgery for arterial repair. The vascular surgeon reported the arterial stick to have been at the top of the profunda. In addition, he found a tear in the profunda artery which was mostly likely the result of the over insertion of the techstar xl 6. Fr. Device.